Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and the measured r-wave amplitude dropped from 14 mv to 2 millivolts. Subsequently, a lead revision procedure was scheduled. At the procedure, the lead was visualized with fluoroscopy and found to have perforated about an inch through the myocardium. A thoracotomy was done and the rv lead was able to be retracted and repositioned with appropriate lead measurements. No additional adverse patient effects were reported.